Event description:
It was reported that a spectrum pump experienced a delayed keypad response. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out ofspec in relation to the delayed keypad response, which was experienced during eval. It was found to be caused by a bad component on the processor printed circuit board (pcb). The failed processor pcb was replaced.